Manufacturer narrative:
Clinical assessment: at the completion of the clinical assessment based on the information available, clinical was able to confirm the following; endoleak iiib with fabric dilation and explant. Additionally there was evidence to reasonably support the following observations; stent movement, sac growth, and small endoleak type ii. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the type iiib endoleak (fabric dilation 36%) was related to the strata material of the main body. It was also likely related to the unprotected neck causing aneurysm growth of 1 cm and stent migration of 8 mm. The most likely cause of the type ii endoleak was related to patent l4/l5 lumbars (cautionary prior to implant). No known user or procedure related issues were identified. Associated clinical harms for this device failure included: type iiib endoleak, type ii endoleak, and open conversion (explant). And, the final patient disposition was unknown. Device evaluation: the event device was returned for further evaluation. The observed 'cut' in the graft material was determined to be due to the explant procedure. The other area of graft compromise near the graft bifurcation appears to be true wear and compromise of the graft material consistent with 3b hole/tear. The manufacturing lot evaluation confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).

Manufacturer narrative:
To date the incident device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device has not been returned.

Event description:
Patient initially implanted with a bifurcated stent. The patient returned with a type 3b endoleak and the physician elected to explant the device and complete an open repair. The physician observed a hole in the graft material. The patient is reported to be in stable condition.